Manufacturer narrative:
(B)(4). Retrospective review of complaints. This has been deemed to be reportable.

Event description:
When lifting a patient from the toilet, the hook of the sling bar detached. According to the care giver, the screws securing the hook to the sling bar were missing.